Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 26.3cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high, out of range, pacing lead impedance was observed via a merlin.net transmission. The lead was explanted and replaced. The patient condition is fine.